Event description:
In 2006, the lay-user/pt contacted lifescan alleging that his one touch ultra meter was intermittently going into the memory mode even when a test strip was inserted properly to run a test. The med addairs spec spoke to the pt on the same day to obtain/verify info. The pt was unable to indicate how long the meter issue had been going on. The pt understood how the meter could be turned on by passing the "m" button or by inserting a test strip into the test strip port. He explanted that at times when he would insert a test strip into the meter, the last reading in the memory would appear. He also indicated that the meter's display had little "blotches." The pt denied dropping or misusing the meter. About a week ago, the pt past weekend, the pt visited his dr since he was not feeling well and was also unable to test his blood glucose. According to the pt, the dr obtained a reading of either "355 mg/dl" or "377 mg/dl" using an unidentified device he was given insulin (unk type/dosage) via IV and was released from the hosp the same day. No changes were made to the medication regimen as a result of the event. He mentioned that he takes glyburide, metformin, tricor and a 4th oral medication that he could not recall. He was also unable to provide the dosage of each medication. The pt indicated that he continued to take his medications as prescribed although he had the intermittent meter memory problem and display issue. He meter was replaced. This complaint is being reported due to the unresolved meter issues and the fact that the pt received med treatment for hyperglycemia.